Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. The entire lot has been sold and distributed. Batch record for the lot identified was reviewed and confirmed there were no non-conformances during the manufacturing process or other abnormalities during the assembly of this lot were found. In addition, all the applicable in-process and final inspection tests were found with acceptable results.

Manufacturer narrative:
Unique identifier (UDI): (B)(4). A supplemental report will be submitted upon completion of plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's wife reported the patient received over 55 alarms, which included motor pump b, air detected in cassette warning, and scale reading error warning in an unknown cycle. Patient¿s wife stated there was fluid leaking from inside the cassette door, however patient was able to complete his treatment. The set was not made available for evaluation, it was discarded. During follow-up with patient¿s wife she stated when the patient was removing the cassette from the machine upon completing the treatment; fluid leaked out from the cassette door. Patient¿s wife stated the patient¿s effluent had remained clear following the alleged event and no serious injury was noted.